Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2011 at an unspecified time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil), at a rate of 5ml/hr, with a 230ml vtbi (volume to be infused), a container size of 260ml and delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 46 hours. After an unspecified length of time, the homecare pt reported the device alarmed several times for occlusion and returned to the oncology clinic. It was reported that the nurse checked the device and unloaded and reloaded the tubing set into the device. The delivery was restarted, the pump and tubing set were placed in the carrying pouch and the pt went home. On (B)(6) 2011 at an unspecified time, the pt reported the device alarmed "therapy complete" and returned to the oncology clinic. It was reported that after the nurse removed the pump and solution container from the carrying pouch, it was noted that "over 100ml" remaining in the container, instead of an expected 30ml. The device was removed from clinical service. The physician was notified and ordered the remaining medication not be delivered. The customer contact reported there was no change in the pt status. There were no reported adverse pt effects. No medical interventions were provided. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the pump history indicates that on (B)(6) 2011 at 1730, the device was programmed to deliver in the continuous only delivery in ml, at a rate of 5ml/hr, a 230ml vtbi, and a 260ml container size. The device was powered on (B)(6) 2011 at 1158. Between 1159 and 1202 a new container is indicated and the delivery is started. On (B)(6) 2011, a new date stamp occurred. Between 0708 and 0748, a proximal occlusion alarm occurred 10 times, the delivery was stopped and started 10 times, 10 start alarms occurred and the silence key was pressed. At 0749, the delivery was stopped, a check cassette p alarm occurred, silenced and a cassette inserted indicated. At 0750, the delivery was started and a proximal occlusion alarm occurred and silenced. Between 0751 and 0753, the delivery was stopped 2 times, started one time and a proximal occlusion alarm occurred, the device was powered off, on and the delivery was started. A new date stamp of (B)(6) 2011 occurred. At 1052, an end of infusion alarm occurred. At 1058, a power loss alarm occurred. This report represents all the info known by the reporter upon query by hospira personnel.